Event description:
It was reported that resistance was noted during insertion of the coil (subject device) into the microcatheter. The resistance increased, and while trying to remove the coil, it detached approximately 10cm from the hub of the microcatheter. The coil was removed with the microcatheter and the procedure was stopped, as accessing the aneurysm again would be difficult. There was no reported clinical consequence.

Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that resistance was noted during insertion of the coil (subject device) into the microcatheter. The resistance increased, and while trying to remove the coil, it detached approximately 10cm from the hub of the microcatheter. The coil was removed with the microcatheter and the procedure was stopped, as accessing the aneurysm again would be difficult. There was no reported clinical consequence.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil delivery wire was returned and the main coil was not returned. Visual and microscopic inspection of the delivery wire concluded that the main coil had broken off at the detachment zone. The coil delivery wire proximal contact was slightly kinked, which is believed to be related to handling damage during use. Because the main coil was not returned for analysis and a definitive cause could not be determined following review of available information, the cause for the observed break was undeterminable.